Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that when a vialmate's needle penetrated the membrane, a particle detached. The reporter stated that the particle came off of the rubber cap of a drug vial. This occurred before patient connection. No additional information is available.